Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. Poor blood flow from the marker lumen and suture breakage as reported can be influenced by, but not limited to; manufacturing, patient anatomical conditions and user technique. Femoral angiogram taken prior to the procedure revealed no vessel calcification or vessel tortuosity. Heavy scarring at the access/groin site from multiple prior arteriotomy closures was noted. Poor blood flow from the marker lumen, such as no flow or slow drip, can be caused by the marker port being against the artery wall, a side wall stick, the device not in the lumen of the artery, a clot or tissue plugging the marker port. The complaint information did not report any abnormal user technique. A suture break can occur when the suture is nicked by the rotating suture trimmer, the thumb knob of the suture cutter is released and the gate is closed on the suture, a quick jerky motion is used to apply tension on suture instead of slow consistent increasing tension, pulling laterally or medially on suture limb instead of pulling coaxial to suture trimmer. The complaint information did not report any abnormal operator deployment technique. Based on the reported information and the inspection criteria, a definitive cause for the reported poor blood flow from the marker lumen and the suture breaking at the link, and associated patient effects, could not be determined. A review of the lot history record for the reported lot revealed no nonconforming material report associated with this lot. A query of the complaint database was performed, which did not indicate any previous incidents reported for difficulty encountered removing a closure device for the lot. All proglide devices undergo patency testing twice, once on the manufacturing line, and once at final inspection, which consists of pumping alcohol into the marker port to verify flow out of the marker lumen. Additionally, all devices undergo multiple suture-related inspections, including but not limited to, tip to suture proof-loading, knot formation verification, and absence of suture damage or kinks. A quality control audit inspection is performed to verify product quality and a sampling of finished devices is destructively tested to verify the functionality of the device. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that after an interventional renal artery revascularization procedure, arteriotomy closure of a heavily scarred common femoral artery was attempted using a perclose proglide device. Reportedly, during device insertion, poor blood flow from the marker lumen was noted. After the device was repositioned, appropriate blood flow from the marker lumen was present. When the needle plunger was removed, the suture broke at the link. The suture was removed and a hemostasis sheath was used to control bleeding. Two hour later, the hemostasis sheath was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained use of the perclose proglide device. No additional information was provided.